Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 12 states, "accelerated wear of glenoid articular cartilage." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent right hemi-shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain secondary to glenoid erosion. During the procedure, the humeral head was removed and replaced. No further information has been provided.